Event description:
A consumer reported experiencing large halos around headlights both during day and night following the implantation of an intraocular lens (iol). This distortion was causing unacceptable interference with safe driving, especially at night. Based on the additional information provided, the patient began experiencing symptoms immediately following cataract surgery. She discussed these concerns with the surgeon, who advised that the symptoms might improve after six months. The patient reported that her distance vision was not perfectly corrected, prompting her to consult an eye care specialist for a new prescription. The new glasses resulted in excellent distance vision, while halos around the lights were only slightly changed. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Based on new information received 0n 04-feb-2026, the consumer can no longer drive at night.

Manufacturer narrative:
Additional information provided in sections b.5., h.3., h.6., and h.11. The product was not returned for analysis. The root cause of the reported complaint could not be determined. According to the instructions for use (IFU), some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal intraocular lenses (iols), these visual disturbances may be significant enough in some cases that the patient may request explantation of the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.